Event description:
It was initially reported on a vns pt's longitudinal evaluation form that the pt did "often think of suicide and have thought of or mentally rehearsed a specific plan or has made a suicidal gesture of a communication rather than a potentially medically harmful type". However, the form also stated that the pt had zero suicidal gestures or attempts. Review of the manufacturer's programming history database shows last known system diagnostics on (B)(6) 2008 to have been within normal limits. Good faith attempts to date to obtain more info have been unsuccessful.